Manufacturer narrative:
As reported, an expired ventralight st mesh was implanted into the patient. The labeling of this product includes the expiration date which is located on multiple layers of the packaging. This event is confirmed as a use related error with no malfunction of the device. No patient injury was reported. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the dates of event and implant (B)(6) 2022) are provided as an estimate based on the information provided. Not returned - remains implanted.

Event description:
As reported, a ventralight st w/echo was used during a procedure. Post procedure it was noted that the mesh was implanted a few days beyond its labeled expiration date of (B)(6) 2022. It was reported that the mesh was left in place with no additional intervention. There was no reported patient injury.